Manufacturer narrative:
Additional information (11-sep-2025): siemens service operations support (sos) concluded the investigation of the event. Quality control (qc) recovered within the customer¿s acceptable ranges. A customer service engineer (cse) performed service actions on the atellica ch 930 analyzer, as part of troubleshooting. No other discordant results were reported after these service actions. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2025-00228 was filed on 29-aug-2025.

Event description:
The customer reported they obtained an erroneously depressed potassium (k) result on one (1) patient sample on an atellica ch 930 analyzer. The erroneously depressed result was not reported to the physician. The same sample was reprocessed on the same atellica ch 930 analyzer. A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed potassium (k) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed potassium (k) result on one (1) patient sample obtained on an atellica ch 930 analyzer. Siemens is investigating the event.